Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with no delivery alarms. The customer's blood glucose level had been over 400mg/dl. The customer states they had noticed their infusion set leaking when it was removed. Troubleshoot was conducted. The customer states the alarm was resolved by complete set and reservoir change. The customer was advised to monitor the device and call back if issues persist.